Manufacturer narrative:
The reported complaint of catheter line broke before the syringe was confirmed on sample-1 and not confirmed on the new sets (sanmple-2 and sample-3). Sample-1: during visual inspection, the plug stopcock was received separated from the safeset reservoir. When the plug stopcock was microscopically examined, insufficient adhesive coverage was observed. The probable cause of insufficient adhesive coverage on the plug stopcock had occurred due to an error during assembly at manufacturing. Sample-2: no visual anomalies were observed. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. Sample-3: no visual anomalies were observed. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved a 1 safeset¿, 1 transducer 1 port, 53 inch (134 cm), 3ml/ hr macrodrip where the customer states, ¿when I was taking a blood sample from the patient's arterial catheter; I was able to pull the syringe to draw the blood without problem. I used the sampling site to collect my blood test without problem. When I wanted to push on the syringe to return the blood and flush the tubing, the arterial catheter line broke just below the syringe (a junction that is ¿crimped¿ and cannot be screwed or unscrewed with taps or other). Consequences: blood flow + air entry.¿ additionally, the customer stated that there are no negative clinical consequences following this event. There was a 5-minute delay in therapy. The device has not been replaced. There were not observed any physical defects of the device. There was no blood loss considered clinically significant. There was no need for additional medical intervention. The medical device who was connected at the time of the event was a negative pressure bag. There were no air bubbles noted. There was patient involvement but no report of patient harm.